Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported the patient had been having trouble with incontinence again. The patient reported their programmer died and so they changed the batteries and it powered on like normal but they thought they may have reset the implant. It was explained to the patient the implant was not affected if the programmer dies and the settings would remain the same however the patient wanted assistance in checking their settings. While on the call, the patient synced with the patient programmer and it showed stimulation was on program 3 at 3.9 v. The patient then increased the stimulation to a comfortable level at 3.9 v. There were no further complications reported/anticipated. Additional information was received from a consumer. It was reported that the patient had a lot of incontinence so they changed the batteries in the programmer but was not feeling what they thought they should be feeling. The patient requested assistance in changing the programming because they had not changed anything in a while and did not remember how to. The patient stated that the loss of therapy began about 2-3 prior to the notified date in (B)(6) 2018. It was noted that the patient had access to their programmer and thought they were previously on program 2 but were on program 3 at 3.9v. It was stated that in the past 48 hours or maybe longer, maybe for the last 3 or 4 days, they had intermittently felt like a shock, not like a hard one but an unexpected discomfort in their right labia. The patient stated that the shock went away shortly after it was like 4-5 times a day, it was a strong discomfort for anywhere from 10-20 seconds, then it went away. The patient stated that it happened when they were standing but was not sure if it was only when they were standing or if it was related to positional movement. It was noted that the patient programmer showed stimulation was on. The patient was assisted in moving to program 4 at 2.6v and increased to 2.9 and reported feeling comfortable stimulation. The patient was going to try program 4 to see if the symptoms would resolve and was redirected to their health care professional if it was not resolved. No further complications were indicated.